Event description:
Allegedly, eprd reported 13 new complications for evolution® tibial inserts first revision (11 instabilities, 1 periprosthetic fracture and 1 other). No further information was reported. This incident is capturing 11 instabilities.